Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0012965450 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p1 electrode in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing insulation damage wire at p1. The uson tester was used on the catheter to check for flow. The occlusion test passed. In conclusion, the reported issue can not be confirmed through analysis. The catheter failed the returned product inspection due to the open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ablation was being delivered on the posterior-lateral mitral isthmus ablation, near the mitral valve when the steam pop occured. It was also noted that there was a short temperature peak and quite low output current during the ablation delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. No log files were returned from the field. Case lesion summary was returned from the field. A total of 32 lesions were performed. 14 radiofrequency (rf) lesions were performed using the same catheter (aa001296545012). Image and video files returned from the field were reviewed. As per the user, steam pop occurred during the first rf lesion. The lesion graph for first lesion shows a spike in temperature value with rapid decrease in the current limit. The second lesion graph also shows a spike in temperature on one electrode. In conclusion, the reported steam pop was not observed through data analysis. The physical product, afr-00001 sphere 9 catheter is pending return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a short noise was heard during the first radiofrequency ablation, leading the physician to assume the occurrence of a steam-pop. There was no impact to the procedure and it was completed with affera. Post-procedure visual assessment of the catheter showed no irregularities. No patient complications have been reported as a result of this event.